Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected in machine. The field service engineer reboot application and observed the expected hardware and firmware updates. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary drawer was not detected in machine. The customer reported that this malfunction occurred during the dispensing of medication, resulting in a delay. There were no adverse events or injuries reported based on this event.